Event description:
Patient at home with cadd legacy chemo pump and alarmed loc 1320. Patient tried to turn the pump off and restart as instructed, but it continued to alarm. He reported to eod and had the pump disconnected by the aod with plans to reconnect. Manufacturer response for infusion pump, (brand not provided) (per site reporter). Completed necessary repairs on device.